Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Additional information was received which noted that this device was explanted and was returned. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the device battery showed that the device was at middle of life 2, but that the battery had significantly changed since the last follow up. It was suspected that the device was depleting prematurely likely due to extended charge times. Intensified follow ups were scheduled to monitor the depletion of the battery. The device will be replaced once it reached elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.